Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for follow up in clinic. Upon interrogation of the pacemaker, the device displayed an error message and could not give values for battery longevity, magnet rate, current, and impedance. The device was re-interrogated and the values displayed normally. The patient was in stable condition.